Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient lost 20 pounds and now the ins is tilted in the pocket and is superficial. It is painful. Upon interrogation, it was noted that the patient had used their spinal cord stimulator (scs) less than 1% of the time which is 55 hours since (B)(6) 2018. When mapping coverage, the patient had desired coverage on group c using 0-7. When 8-15 is activated, they feel pain on the right side. After a short amount of time of group c being on, they began to feel pain in their back, predominantly at the battery pocket. The patient had painful stimulation. The cause was due to the weight loss. The rep reprogrammed but the issue was not resolved. Surgical intervention is planned but it has not been scheduled. No further complications were reported/are anticipated.